Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/27/2015 with the following findings: no tears or damage observed to the audio bolus button cover; it is fully intact and fully responding to user presses. Display screen has a pinkish contrast. Battery compartment is cracked near the cover. Returned battery cap used for testing. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and dim display. This report is made based on the results of an investigation completed on (B)(4) 2015.